Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary cubie was broken and did not release pockets. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from other sources, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the cubie pocket had a broken lid. A field service engineer confirmed that the customer was able to remove the pocket and replace it with a new one. The system functioned as intended after the customer resolved the issue.